Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b20, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system had a hard time opening up. It got stuck when opening. They restarted the system and moved the inside periodically to let it move to see if it would help open the system. Closing the system was slow. Troubleshooting they finished the case. This happened when they went to take the system from around the patient. They store the system in a open position,this issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.